Manufacturer narrative:
The ise sodium electrode lot number is bfj32, the expiration date was not provided. A field service engineer (fse) replaced the rinse tubing, replaced a bent sample probe, performed cell and probe rinse adjustments, and adjusted the sample probe. They completed air purge checks, mechanical checks, precision testing, and ion selective electrode (ise) checks and calibration successfully. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable ise sodium electrode result from the cobas 6000 c (501) module. The initial result was 166 mmol/l, and the repeat result was 138 mmol/l. The repeat results were deemed to be correct. The questionable results were repeated because the critical result did not match the patient's history.